Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the device would cut but stapled partially. During the procedure, the surgeon wanted to use a stapler with a white reload: the surgeon exchanged the green reload sold with the stapler and placed a white reload. After firing, the physician noticed that the device cut and stapled partially. Thinking that the problem was due to the stapler, the physician used a new device of the same lot number, and exchanged again the green reload with the white reload. After firing the second device, the staple line was complete, but the stapler didn't cut. The physician finally used another stapler successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis results found that the (B)(4) device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The analysis showed that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.